Event description:
As surgeon held the handle of the cup impactor, the sharp edge cut through his glove.====================== manufacturer response for cup impactor, (brand not provided) (per site reporter)======================no response that I am aware of to date.